Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient had high blood glucose level of 400 mg/dl on (B)(6) 2025. Patient had symptom of feeling sick. No further information available.